Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012, the patient underwent: hardware removal of cage at l4-5. Exposure. Anterior interbody fusion with complete discectomy at l4-5 and l5-s1. Placement of peek cage at l4-5 and l5-s1 with rhbmp-2/acs. Screw fixation l4-5 and l5-s1 with nuvasive cages and screws. Preoperative diagnosis: pseudoarthrosis after previous lumbar fusion at l4-5. Chronic back pain. Degenerative disc disease l5-s1 below the previous fusion. Per-op notes: ¿ we began at l4-5 level, performed a complete discectomy at this level. We used an osteotome to remove the cage and multiple small fragments. We placed 30mm screws into the l4 and l5 vertebral body through the cages to hold them in place. The cages, of course were packed with rhbmp-2/acs. We then removed the retractors, went down to the level at l5-s1, performed a complete discectomy at this level, placed trials and subsequently a 12mm cage. This was packed with rhbmp-2/acs as well. Screws were placed through this case, also 30 mm screws.¿ on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.